Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the insufflation port was broken. The locking collar, valve seal and valve doors appeared intact. The inflation syringe was received. The obturator was received. A functional evaluation found that the lock collar moved up and down the cannula smoothly and securely locked in place. The flapper valve opened and closed securely when actuated. The valve doors moved freely and locked in position. The obturator was inserted and removed from the cannula without restriction. Due to the cracked insufflation port the trocar balloon was unable to be inflated. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the broken insufflation port may occur when excessive force is applied during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the balloon did not inflate. A new trocar was used to complete the case. There was no patient injury.